Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used atb advance balloon catheter was returned for evaluation and examined. An attempt was made to inflate the balloon and leakage was detected. The balloon is ruptured longitudinally. No non-conformities were noted on the surface of the catheter. The length of the catheter measured within specifications. The length of the balloon measured within specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconforming event that could contribute to this failure mode. There were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. Blank fields on this form indicate the information is unknown, or unavailable.

Event description:
An atb advance balloon catheter was used while treating stenosis in an a/v fistula in the upper arm. It was reported, the balloon burst at 12 atm. Another balloon was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.